Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. Review of the device data indicated that farfield r-wave oversensing was observed that resulted in some false storage of atrial tachy response episodes. The pacemaker remains in service and no adverse patient effects were reported.